Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000135, serial/lot #: none. Product ID: bi71000144, serial/lot #: none. Product ID: bi71000138, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The sidewall door switch needed to be adjusted or the sidewall cover had to be replaced. The site could use the system by pushing the sidewall covers at the point close to the sidewall door switch. The new door cap covers and one side door cover have been replaced. They had to adjust the sidewall door switch because it was not solved by replacing the covers alone. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site does not know who, but during the night someone ran the system or drove the system into something very hard since the door cap covers are broken. When the o-ring is closed the pendant still shows the message "door open". Troubleshooting was performed and the manufacturer representative removed the upper and lower 90 degree gantry covers and the door cap covers. The sidewall switch was tested and it was okay but it was not fully connected with the sidewall cover for the gantry door when closing the o-ring. If they pushed on the wall cover to close the sidewall door switch the "door open" message on the pendant disappeared and it was ready to take shots (green indicator on the mobile view station (mvs) was present). The probable cause was that the system was ran into something. Additional information was received stating that the new door cap covers were replaced and possibly the sidewall covers as well. It was said that the cables were still fine. Only the trap came loose and there were some minor scratching. Nothing that would suggest that the cable has been damaged beyond proper functioning. It could be due to the hit, the side door cover moved a bit out of the regular position. The small door switch could be adjusted but only needs to be done if the door open message stays on the pendant after you placed the new covers.